Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump display is cloudy and the buttons are not working. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded display window board. No moisture damage found on the keypad traces.